Event description:
The customer reported unexpected (B)(6) vitros anti-hbs results were obtained from an unknown number of patient samples on a vitros 3600 immunodiagnostic system. The customer stated the same samples were vitros ahbs (B)(6) upon retest. No specific information concerning the number of samples affected or any vitros ahbs results were provided. (B)(6) results may lead to inappropriate physician action. The unexpected (B)(6) vitros ahbs results were not reported outside of the laboratory and there is no allegation of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined unexpected (B)(6) vitros ahbs results were obtained from an unknown number of patient samples tested on a vitros 3600 system. The assignable cause could not be confirmed, however, a protocol issue involving sodium hypochlorite contamination is the most likely assignable cause of the event. The customer indicated the timing of unexpected vitros ahbs results corresponded to a routine maintenance procedure involving the use of bleach performed on a non-vitros instrument in close proximity to the vitros 3600 instrument. The vitros 3600 immunodiagnostic system reference guide states that sodium hypochlorite solution (bleach) may cause erroneous results and should not be used to clean the system. Based on the information provided there is no indication the vitros ahbs reagent or the vitros 3600 instrument malfunctioned in a way that would contribute to the event.